Event description:
It was reported that t1 deployed and when he wanted to deploy t2 it did not deploy, he opened the implant and found that it was defective:the suture and material had came out of it.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.